Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system was unable to boot up. Review of the logfile shows error message during acquisition and no access to the graph, radiation lamp defective, ups failure and the mains power is not connected in the right way to the control network switch. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that the system¿s ups was damaged. To resolve the issue, the fse performed temporary bypass that was created between line 1 and the system to remove the faulty ups. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective (B)(6) 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.

Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.